Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous left anterior descending artery that was 90% stenosed. Pre-dilatation was done with a 2x8mm semi compliant balloon. The 2.5x15mm xience prime stent was deployed at 16 atm. A dissection was then observed on the proximal edge of the stent. The dissection was covered using a new xience prime. There was no adverse patient sequela reported. No additional information was provided.